Event description:
The caller alleged discrepant inratio inr results. Results are as follows:date inratio inr (B)(6) 2014 1.5, re-test 2.0the time between testing was 10 minutes. Reportedly, the monitor was not in correct mode and the patient was lancing the finger prior to the green light. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Investigation of the returned monitor did not uncover any deficiencies. The meter continues to meet specification.

Manufacturer narrative:
Investigation/conclusion: device was expected to be returned, however as of 01/14/2015 device has not been received. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. This could not be ruled out as a cause of the unexpected results. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.